Manufacturer narrative:
The insulin pump was unable to prime during prime/compromised force sensor system test due to a faulty force sensor resistor. The pump passed the displacement test, rewind test, basic occlusion test, self test, and an unexpected restart error test. There was no motor error alarm noted. The motor was tested outside of the device and passed. The pump passed with all operating currents tested within the specification range and it passed the off no power test. The pump was programmed with a test minilink and the glucose sensor simulator. The pump communicated properly with the glucose sensor simulator and displayed the 100 value properly on the display graph. There was no lost sensor alarm noted. The pump was received with a cracked battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window noted.

Event description:
The customer reported via phone call that the pump was beeping motor error alarm during a bolus. Customer stated that she had a no delivery alarm before the motor error alarm. Customer's blood glucose was 210 mg/dl at the time of the incident. Customer was able to rewind and prime. It was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. The customer had 4 motor error alarms in the alarm history within the last 30 days. Customer had 3 motor error alarms today. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer does not want to troubleshoot for the no delivery alarms.